Event description:
It was reported that at the beginning of a da vinci thymectomy procedure, the surgeon experienced vision issues from the left and right eye at the surgeon side console (ssc). The surgeon made the decision to abort the planned procedure and reschedule for a later date. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Investigation conducted by the field service engineer concluded that the reported issues experienced by the customer was associated with the camera control unit (ccu). The camera control units control the quality of the video images and produces three dimensional images to the da vinci vision system through right and left optical paths. The images are acquired through separate optical channels of the endoscope and are directed to the camera head and processed independently. The system was repaired by replacing the affected camera control unit. As of (B)(6) 2010, there have been no reported recurrences of the issue at this hospital.